Event description:
The report stated that the blue coag button would not return to the off position and stayed pressed while an audible activation tone was heard. Another pencil was opened and used to complete the procedure. There was no injury related to this problem.

Manufacturer narrative:
Date of initial report: 02/26/2008. To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.